Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 500 mg/dl. Customer had treated their blood glucose with a manual injection. The customer also reported receiving multiple no delivery alarms. Troubleshooting found the customer's insulin pump was functional. Troubleshooting was unable to confirm if the customer had a bent cannula because the customer did not want to remove their infusion set. Customer's alarm history also showed a low battery alarm occurred. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.